Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to the customer's environment; under certain conditions with excessive pump wireless network activity, the pump may enter a state where the smart battery cannot provide its status to the pump. However, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided so a review of the device manufacturing DHR and service history could not be performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Unknown as device information has not been provided.

Event description:
It was reported that pump exhibited an unspecified system advisory warning. Per reporter the warning message occurred on two pumps prior to the bedside nurse's break coverage. Per reporter two additional pumps exhibited system advisory warnings about battery configuration that cleared when the silence button was pressed. Reporter stated that as it was unknown which part of the system was causing the issue so the IV pole and outlet were subsequently changed with a backup pump on standby for epi. The epinephrine pump was then unplugged and it exhibited a red light alarm and infusion was stopped. The epi infusion was switched to the standby pump. No adverse patient effects were reported.